Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with a vertebral compression fracture at l4 underwent a balloon kyphoplasty procedure. During the procedure, bone cement leaked out of the vertebral body, inferiorly/posteriorly, and compressed a nerve leading to leg pain. As a result of this new leg pain, the surgeon performed a separate operation to remove some of the bone cement and free the nerve with a nerve decompression. Post-operatively, the patient still has "some leg pain". According to the report, the cement was mixed for 1 minute and it was doughy and homogenous prior to delivery into the patient.